Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: no observed, openings in the device. Additional observations: crease flat observed, in the surface. White particles observed, in the surface of the device. Observed, void on valve side out specification, per qa199.06 (texture side). Further investigation: the review of the documentation associated to the manufacturing process, indicates that all devices with lot number#: 550589, were released in accordance with abbvie¿s procedures. And were no defects/problems/issues found in the documents related to the reported event. Additionally, no ER/ ncr(s) were identified, during the investigation associated with this lot and the complaint. According to the device analysis performed, in the laboratory was observed, void on valve side out specification, per qa199.06 (texture side). According to the analysis review, the reported complaint was not observed. Besides, the workmanship is not related to the reported complaint. A review of the current risk documents was performed. And the event of void in valve is a known event. For which, manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that, there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with air voids in the valve will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported, a right side. Deflation. The device has been explanted and replaced.

Event description:
Healthcare professional reported a deflation. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted and replaced.